Event description:
On 2/18/97 vascor model 111-246 ventricular lead was implanted. Initial evaluation post-op was performed on 2/26/97 with subsequent testing done on 4/2/97, 5/21/97 & 9/3/97. Thresholds were excellent during pacemaker evaluations and the bipolar resistance ranged from an initial 609 ohms on 2/26/97 to 714 ohms on 4/2/97, 744 ohms on 5/21/97, and 800-892 ohms on 9/3/97. She subsequently developed multiple syncopal events around 11/29/97 and presented to the emergency room on 12/4/97 due to persistent prolonged syncope. Evaluation of her pacemaker displayed intermittent oversensing and inhibition with underlying ventricular asystole. The ventricular lead was urgently replaced in surgery on 12/4/97.